Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a complete lead was returned in two pieces. External insulation abrasion was noted 5.7 cm - 6.2 cm and 31.2 cm ¿ 31.3 cm from distal tip breaching the outer insulation and exposing the outer coil consistent with friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.